Event description:
Additional information received indicates that surgical intervention took place where the patients lead was explanted and replaced.

Event description:
It was reported that the patients leads had fractured and as a result the patient does not have effective therapy. Surgical intervention may take place at a later date to address the issue. Related manufacturer reference number: 1627487-2023-04234, 1627487-2023-04235, 1627487-2023-04236.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.